Event description:
Rptr has a metal hip replacement; metal and screws in right wrist and metal in both ears from a stapendectomy. Rptr has otosclerosis- orthopedic dr ordered an MRI to be done due to severe pain in arm and shoulder although reporter explained about the metal in body to the radiologist but they insisted on performing the MRI. After reporter was placed in the machine that does the MRI they could feel the magnet pulling the metal from their ears and hip. Reporter immediately had the procedure stopped. By now the pain in rptr's arm and shoulder had increased considerably. Rptr's ears were very red and after they got out of the machine and got dressed, the technician or radiologist were nowhere to be found and reporter never got to ask any questions about the procedure. Reporter had to wait several weeks for the myleogram to be scheduled which should have been scheduled in the first place.